Event description:
It was reported device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). Following initial deployment, difficulty was experienced recapturing the closure device. The closure device was eventually recaptured and removed from the patient and the procedure was completed with a new closure device. No patient complications were reported.